Manufacturer narrative:
The top portion of the abutment, with the crown attached was returned for eval. The top portion of the abutment was completely encased in the temporary crown. The retaining screw was visible at the end of the abutment. Approximately half of the internal lobes portion was detached from the cuff portion of the abutment. This portion was not returned. The area of the breakage was found to be ragged and uneven. There were two long stress fractures along the entire length of the abutment. Modification can lead to abutment fracture. Due to the inherent nature of materials used for ceramic abutments, failures of this nature are not unexpected. A torque setting over the recommended 30 ncm and/or misalignment during placement can result in fractures around the base of the zirconium abutment. The root cause of this event is likely attributed to user technique and/or operational context. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted. Attempts were made to obtain additional info. A follow-up medwatch form will be submitted if additional info is received at a later date. Keystone dental reference: (B)(4).

Event description:
The complainant reported that a pt had an implant and a prima zi abutment placed (fdi dental site unk) on an unk date. The abutment was reported to have fractured (date of fracture unk). It is not known if the fracture occurred during abutment placement, pt trauma or during normal function.